Event description:
It was reported that a pt had a scheduled filter removal post 1 month implantation; imaging identified a detached filter arm that appeared to be embedded in the ivc wall. The filter was successfully removed and attempts were made to remove the detached arm with a same device; however, they were unsuccessful. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.